Manufacturer narrative:
Results evals codes: smiths medical asd, inc was limited as no sample was retained. The customer was able to provide two lot #'s, however, it is not known from which lot the event occurred. There is no remaining stock of the component lots involved in this event. We are unable to confirm the report as no samples could be evaluated. Without the sample we are unable to determine if either our component, or the tyco trach tube, did not meet the iso standard for 15mm connections. Preventative action was put in place by requiring measurement of a sample from any incoming shipments, of this component, to ensure they meet the standard.